Event description:
Resident was lifted in a lift and fell out of lift, striking trashing can. No broken bones, but cuts to her upper right arm, right eye and right side at neck. She complained of back pain and right hand pain.